Manufacturer narrative:
UDI#: (B)(4). The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the surgeon act accordingly to install an implant size 8 but finally he had to install a size 7 because the size 8 was 1 centimeter too large.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: size issue review of event description: it was reported that during surgery, surgeon broached to a size 8 and broach flush with the calcar. He proceeded with insertion of a size 8 stem and stem was sitting 1 centimetre proud. Surgeon has to drop down to size 7 stem. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis; according to the information received the device was discarded at the hospital. Root cause analysis root cause determination using rmw: - intraoperative complications due to incorrect implant/rasp dimensioning leading to proud/low seating of stem => possible, the device is not available for investigation, according to the information received, it was discarded at the hospital. The dimension of the concerned device can therefore not be measured. - inadequate restoration of joint kinematics (e.g. Center of rotation, leg length discrepancy) due to wrong implant size selected => possible, no x-rays rceived, neither surgical report. Therefore it is unknown if correct implant size for this patient was used. - inadequate restoration of joint kinematics (e.g. Center of rotation, leg length discrepancy) due to wrong implant size selected => possible, no x-rays rceived, neither surgical report. Therefore it is unknown if correct implant size for this patient was used. Conclusion summary it is was reported that during a surgery the femur was prepared to a size c8 fitmore stem, however the stem size 8 was sitting 1 cm proud. Surgeon dropped down to a size 7 stem. The device, x-rays or surgical report were not provided for investigation. Therefore it is unknown if surgeon is familiar and followed surgical technique according to lit.no. 06.01446.012. Without the device at hand, it cannot be verified if implant has correct dimension. However, the review of the DHR indicates that the stem met all requirements to perform as intended. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update.